Event description:
The parent reported that the recipient had a decline in hearing performance with the right side device in early january 2025. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had a decline in hearing performance with the right-side device in early (B)(6) 2025. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of device failure. Other mechanical damages found are attributable to the removal surgery. This is a final report.